Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and had air bubbles in reservoir. Customer¿s current blood glucose was 234mg/dl. Customer was treated with insulin pump. Customer also mentioned that they had lot of small air bubbles at top of reservoir. Customer also reported that they had insulin flow blocked alarm and event resolved by changing infusion set. Customer reports insulin exited at the quick release. Customer declined troubleshoot for high blood glucose. Product will not be return for analysis.